Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any issues associated with lot 25349ud00 and the complaint issue. Labeling review concludes that the issue is adequately addressed. Historical performance of reagent lot 25349ud00 was evaluated using worldwide field data. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 25349ud00 was identified.

Event description:
The customer observed a (B)(6) architect stat high sensitive troponin-I result for one patient. On (B)(6) 2021, sid (B)(6) generated an initial result (on serial (B)(4) of 52.10 ng/l and the result was questioned by the physician. The sample was repeated (on serial (B)(4) and (B)(4) without centrifugation and the results were (B)(6). The sample was centrifuged and the result was (B)(6). A new sample was taken, and the results were (B)(6). No impact to patient management was reported.